Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens has roatated significantly. Additional information has been requested but none has been forthcoming.